Event description:
Complainant alleged that during a routine shift check by a clinician, critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board should be replaced as a precaution. However, the customer declined the recommendation. The device was not recertified and was returned to the customer. Analysis for reports of this type has not identified an increase in trend